Event description:
It was reported that pump turned off and reset during routine system check, prompting customer to call for clarification. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump reset was a built-in safety feature, was educated about effects on insulin tracking, maximum hourly doses, continuous glucose monitoring sessions, and cartridge loading, and successfully resumed insulin after acknowledging understanding of instructions.